Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that bellavista1000e 17,3" basic ventilator turned off suddenly and won't able turn on again. Issue happened during patient use. No patient harm was reported.

Manufacturer narrative:
Results of investigation: issue occurred while the unit was on "stand by". User turned off hfot at (B)(6) 2024 10:17:43 and the failure occurred at (B)(6) 2024 11:00:54 (device time). No hw communication issue visible. No information visible on logs after (B)(6) 2024 11:00:54. There are no details about power interruption or battery disconnections. Apart from the battery failure no hw failure visible. Unable to determine the failure.